Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ extrusion'), uterine haemorrhage ('bleeding/uterine bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 623196,623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), pelvic pain ("pelvic pain"), device extrusion ("extrusion"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), migraine ("severe migraines") and irritable bowel syndrome ("gastrointestinal issues/irritable bowel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy,mid-urethral sling; vaginal vault suspension; enterocele repair). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, back pain, pelvic pain, device extrusion, infection, urinary tract disorder, allergy to metals, uterine haemorrhage, dyspareunia, neuromyopathy, vaginal disorder, autoimmune disorder, dysmenorrhoea, migraine, weight increased and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, back pain, device extrusion, dysmenorrhoea, dyspareunia, infection, irritable bowel syndrome, migraine, neuromyopathy, pelvic pain, urinary tract disorder, uterine haemorrhage, uterine perforation, vaginal disorder and weight increased to be related to essure. The reporter commented: as per removal details: no evidence of perforation of the essure to the cornual and of the fallopian tube. There was no evidence of uterine perforation of the essure device as well as no bowel adhesions. Lot number: 623196 manufacturing date: 2007/02 expiration date: 2009/01. Lot number: 623460 manufacturing date: 2007/02 expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ extrusion'), uterine haemorrhage ('bleeding/uterine bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 623196, 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), pelvic pain ("pelvic pain"), device extrusion ("extrusion"), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), vaginal disorder ("vaginal scarring"), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), migraine ("severe migraines") and irritable bowel syndrome ("gastrointestinal issues/irritable bowel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, mid-urethral sling; vaginal vault suspension; enterocele repair). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, back pain, pelvic pain, device extrusion, infection, urinary tract disorder, allergy to metals, uterine haemorrhage, dyspareunia, neuromyopathy, vaginal disorder, autoimmune disorder, dysmenorrhoea, migraine, weight increased and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, back pain, device extrusion, dysmenorrhoea, dyspareunia, infection, irritable bowel syndrome, migraine, neuromyopathy, pelvic pain, urinary tract disorder, uterine haemorrhage, uterine perforation, vaginal disorder and weight increased to be related to essure. The reporter commented: as per removal details: no evidence of perforation of the essure to the cornual and of the fallopian tube. There was no evidence of uterine perforation of the essure device as well as no bowel adhesions. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.